Manufacturer narrative:
Result: there was no visible damage to the exterior of the apollo wand. A leak was observed during the functional test. Conclusion: the compliant has been evaluated. The complaint indicates that the apollo wand leaked were the catheter knob connects to the generator. Evaluation of the returned product confirmed generator minor leak. There was no visible damage to the catheter knob. The apollo wand functioned correctly, however; the issue may cause user dissatisfaction. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a microneurosurgery using an apollo system apollo wand. During preparation for the procedure, the apollo wand began to leak saline at the connection to the pump. A new apollo wand was used for the procedure.